Event description:
Discordant advia centaur cp troponin ultra test results were obtained. A positive and a negative test results were obtained on a patient sample. The patient sample was repeated and the test results were negative. The final result was reported as negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. The fse found the aspirate probe 3 and 4 were not going all the way down into the cuvette. The fse cleaned and lubricated the aspirate probes. This may have caused the discordant troponin ultra result. The instrument is performing within specifications. No further evaluation of the device is required.